Manufacturer narrative:
Concomitant medical products: d224drg ICD, imiplanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a "noise problem." The device electrograms (egm) were reviewed and no n-physiologic signal deflections were noted. It was noted the lead will be investigated by the physician and currently remains in use. No patient complications have been reported as a result of this event.